Event description:
It was reported that the patient was working with the recharging system, there were telemetry issues. The recharging antenna was frayed and wires were coming out. The silver connector pin on desktop charger was pulled out and wires exposed. The patient was overdischarged as well. The patient programmed looked to be okay, however it did not communicate with the implant. The clinician programmed did not communicate with the implant. Additional information was received on (B)(4) 2015 indicating that the overdischarge was confirmed. The patient did not want to charge because they had some frayed wires in their charging device. The parts were changed out and successful charging was completed, the power on reset (por) was cleared, 0x408. There were no symptoms experienced by the patient. Upon product return analysis on the recharger resulted in c300, frayed cable. The patient device was working well and they were getting stimulation in all areas needed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n311682, implanted: (B)(6) 2011, product type screening device; product ID 74002, lot # n303311, implanted: (B)(6) 2011, product type adapter; product ID 3487a-45, lot # j0504402v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot # j0461536v, implanted: (B)(6) 2005, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37791, serial # unknown, product type recharger. (B)(4).